Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine in clinic follow-up the physician noticed no lv pacing. X-ray confirmed lead dislodgement. Patient condition was good. The lv lead was explanted and replaced. Lead will not be returned. Patient conditions during and after the procedure were good.